Event description:
Impella cp was inserted via the left femoral artery in a 75-year-old female patient for cardiomyopathy. The patient¿s comorbidities and clinical state prior to initiation of support were not reported. During support, oozing was reported from the hemostatic valve. Best practice recommendations for insertion and access-site management were reported to have been followed. No additional information regarding anticoagulation status, laboratory values, troubleshooting, corrective actions, blood product administration, hemodynamic impact, or device performance concerns was provided. Based on the available information, the impella cp functioned as intended and there were no reported device malfunctions or interruptions in support. The reported oozing is most consistent with an access site/procedural complication associated with large-bore arterial access. No further details regarding resolution of the event were provided. The patient subsequently expired. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome. However, based on the limited information available, there is insufficient evidence to suggest that the reported access-site oozing or device performance contributed to the patient's death.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.